Event description:
Procedure: bypass. According to the reporter: the first staple line applied was satisfactory. During the second application, the device cut but the sulu remained jammed on the stomach tissue. Surgery time was extended by 1 1/2 hours with resection of gastric tissue to release the instrument. The patient status is reported as well.